Event description:
It was reported that using the stryker serfas wand in shoulder arthroscopy, the wand broke off. The tip was retrieved.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.